Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was instructed to power off the video system, remove the scope and videoscope cable, reconnect the scope, and then power on the video system. The issue was resolved through troubleshooting and disconnecting and reconnecting the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii video system center displayed an e315 unsupported scope error message. It was unknown when the error message was displayed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the e315 error could not be identified. Olympus will continue to monitor field performance for this device.